Event description:
The peg on the back of the femoral trial disposable instrument broke off during impaction. The tab that secures the disposable femoral impactor tip to the impactor handle broke off during impaction. There was no adverse pt impact.

Manufacturer narrative:
The peg on the back of the femoral trial disposable instrument broke off during inspection. The tab that secures the disposable femoral impactor tip to the impactor handle broke off during impaction. There was no adverse impact. Review of the device history record indicates that the device was manufactured to spec.